Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the connection between the injection port and bag. The reporter stated that the injection ports were loose. This event was observed after compounding, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 26, 2019 - march 27, 2019. H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition in both samples. A functional testing was performed which observed a leak at the spike port cap from the base of the spike port of the first sample and no leak was observed of the second sample. There were no port weld leaks observed of both samples. The reported condition was verified only in the first sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.